Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injections of reflin (1 gram per day, route of administration not reported), injections of tobramycin (40mg per day, route of administration not reported) and injections of heparin (25000 international units (iu), 5 ml thrice a day, route of administration not reported) for peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). This report involves an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.